Manufacturer narrative:
Vyaire complaint number (B)(4). The sample was received for evaluation. A vyaire failure analysis technician was able to confirm the reported issue through the events log but could not duplicate the issue during functional check.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault while connected to a patient. The patient was removed from the device and placed on another ventilator. The customer reported that there was patient harm, but was unable to confirm patient impact or consequences associated with the reported event.